Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. (B)(6).

Event description:
Information was received based on review of a journal article titled, ¿large versus small femoral heads in metal-on-metal total hip arthroplasty,¿ which compared dislocations within the first three months post implantation between a series of 28mm and 38mm femoral heads. Two patients were identified in the article that underwent total hip arthroplasties on unknown dates and were implanted with 28mm femoral heads. Subsequently, both of these patients experienced dislocation within three months post implantation. There has been no further information provided and the patient outcomes are unknown